Manufacturer narrative:
UDI of the suspect medical device: (B)(4). This information was inadvertently left off the initial MFR. Report.

Event description:
It was reported that the physician did not believe the patient's increase in seizures to the point of status epilepticus was related to vns. The patient's parents attempted to take the patient off the ketogenic diet without medical supervision. The physician believes the increase in seizures was caused by the natural progression of the patient's disease state along with the ending of the ketogenic diet. Following the hospitalization the patient was prescribed new medication and kept on vns and his condition was improving.

Manufacturer narrative:
.

Event description:
Clinic notes dated (B)(6) 2016 note that the patient was hospitalized over the weekend for increased seizure frequency to the point of status epilepticus. The notes indicate that the patient made gradual improvement over the admission with treatment for status epilepticus confirmed on video eeg. Outpatient management and escalation of rescue medications did not resolve the seizure frequency and therefore, the patient was admitted for treatment. The patient received a load of phenobarbital which improved seizure control. It was also noted that the last time the patient's vns was adjusted the patient's parents were concerned that the patient experienced an increase in seizure frequency; therefore, the vns was not adjusted.